Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a maxzero connector was used to draw blood during an MRI however after the blood draw the clinician stated the connector plunger would not retract causing the patient's blood to leak from the connector. There was no report of patient harm.

Event description:
The customer reported that a maxzero connector was used to draw blood during an MRI however after the blood draw the clinician stated the connector plunger would not retract causing the patient's blood to leak from the connector. There was no report of patient harm.

Event description:
The customer reported that a maxzero connector was used to draw blood during an MRI however after the blood draw the clinician stated the connector plunger would not retract causing the patient's blood to leak from the connector. There was no report of patient harm.

Manufacturer narrative:
The event date was not provided. The customer¿s report that the connector plunger would not retract causing the patient's blood to leak was confirmed. The maxzero was received with the piston still in its engaged state. Visual inspection showed dried blood inside the maxzero and around the piston. Functional testing was performed; the mating syringe was disconnected from the maxzero and the piston remained engaged. Examination under magnification did not show any damage or other anomalies. The root cause of the customer's report could not be identified.